Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the dissection balloon would not properly insufflate due to leaking at the trocar. The surgeon reported that the seal was broken. It was reported by staff that the broken seal was visible. According to staff, the surgeon attempted to insufflate the balloon, but the seal was broken and leaking with camera insertion and bulb squeezing, so the surgeon removed the scope and held the finger over the port to complete the dissection balloon insufflation. There was a rapid loss of abdominal pressure due to the device issue. They then removed the dissection balloon and completed the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspections noted that the valve seal on the dissector balloon was cut. Only the dissector balloon and insufflation bulb were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.